Event description:
It was reported that a customer experienced a low blood glucose that lead to a hospitalization with the lowest blood glucose reading at 27 mg/dl on (B)(6) 2025. Cause was not known. While in the hospital, the customer received IV and saline fluids with no permanent damage resulting from the incident. The customer was released from the hospital on (B)(6) 2025 with the issue resolved with treatment. Cts recommended consulting a healthcare professional to explore possible causes for the unusual blood glucose levels, and the customer understood this advice.